Event description:
The field engineer reported that the system would not complete boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f2 fuse was reseated. The system was then found to be operating as intended.